Event description:
It was reported that there was an issue with pm408r - maryland gsp.forceps fen.5/310mm hf con. According to the complaint description, during surgery, a part of the product broke off and fell into the patient's abdomen. An x-ray image showed a reflection, indicating that a fragment may have remained in situ, but this was not retrieved to avoid complications. The surgeon stated that the operation was completed successfully; the patient felt well and no further operation was required. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the product code was updated and found to be an involved component. The leading material was updated to pm438r. Associated medwatch reports: pm438r - jaw ins.bip.maryland diss.fen.5/310mm (internal aesculap ag ref. No. (B)(4);9610612-2025-00036). Involved components: pm450r - handle for bipolar instruments (internal aesculap ag ref. No. (B)(4); 9610612-2025-00029). Pm973r - insulated outer tube 5/5mm 310mm (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: b5 - updated leading material. B6 - x-ray. D10 - involved components.